Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported upstream occlusion was reproduced while running a loaded set. A review of the event history log identified upstream occlusion. The cause was determined to be the ultrasonic sensor fluid numbers to be low and were unable to be calibrated. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.